Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that customer had emergency room visit due to high blood glucose. At time of hospitalization the blood glucose reading was 100 mg/dl to 189 mg/dl. Customer current blood glucose reading is 401 mg/dl. Customer has treated with an injection. Customer states the insulin pump has a blank display. Customer states that the insulin pump is blocked and screen will not turn on. Customer was advised to call help line for a replacement. Nothing further reported.